Manufacturer narrative:
Concomitant medical products: 6935m62 lead, implanted (B)(6) 2016. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was having symptoms of palpitations and shortness of breath. At a device check, the remote transmission showed possible pacemaker mediated tachycardia on the current electrogram. Programming changes were made and the device remains in use. No further patient complications have been reported as a result of this event.